Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, product type unknown. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.(B)(4).

Event description:
It was reported that the patient's pain had been well controlled with their dorsal column stimulator and the patient was also taking topamax daily. The patient was experiencing stiffness in their neck and shoulders with the left side being worse than the right. They did not have any radiation of stiffness into their bilateral upper extremities. The patient had chronic back pain but their current episode had started more than a year prior to the report. The pain was present in their lumbar spine and was described as an aching and shooting pain. The pain radiated to their right and left feet and was at a severity of 6/10 but could get to a 10/10 and was tender to palpitation. The pain was constant and was the same all the time. The pain symptoms were aggravated by twisting, position, and bending. The patient had tried non-steroidal anti-inflammatories, bed rest, and home exercises to help with the pain. The patient also had neck pain with a myofascial source and muscle tenderness was present. The patient had tenderness but no ed ema upon physical examination of their musculoskeletal system. Their cervical back had tenderness and spasms and their left shoulder exhibited tenderness, pain, and spasms. They had cervical paraspinal and trapezius muscle spasms. The patient had tenderness over their lower back midline with trigger points over their bilateral trapezius with the left being worse than the right. The patient also experienced tenderness with left l4-l5 sacral ala facet challenge tests. The patient had bilateral tenderness in their sacroiliac joints and had "-ve bil slr" the patient's head was noted to be normocephalic and atraumatic. The patient's topamax dosage was increased from 100 mg to 200 mg per day and the doctor performed neck trigger point injections at the 5 sites of maximal tenderness. The injection was well tolerated and followed by an adequate relief of pain. Other treatments that were being used included lidocaine ointment and ice and they provided moderate relief. The patient had headaches for two weeks after the injections before their pain improved. Although they got headaches the patient wanted to try the injections again in the future. The patient was reprogrammed and receiving good coverage. The pain was noted to be tolerable at the time of the report.

Event description:
It was reported the patient had issues in the past with security at airports and her devices. The patient stated a year prior to the report she had to get her device ¿jump started¿ a couple of times and ¿several times¿ she could not recharge and had to get it "jump started" after going through security. The patient stated she spoke with manufacturing representatives about these issues in the past but did not know when that was. No interventions or outcome was reported. Follow up was conducted to obtain this information. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).